Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely due to buckling of the terminal inside of the socket, causing a communication error. This is likely to take place in the following order: (1) when inserting the scope connector into otv-s190's scope connector socket, the missing part of the scope connector ends caught in the terminals inside the scope connector socket in otv-s190. (2) the terminal inside the scope internal socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. Additionally, it is likely that the scope lock mechanism failed because the scope was pulled out without releasing the lock lever when the scope connector was removed. These issues are addressed in the instructions for use (IFU): "confirm that the video connector of the videoscope are not damaged." "When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down.".

Manufacturer narrative:
This report is being updated to report additional information provided by the customer. New information is in b5.

Event description:
Additional information provided by the customer: there was no patient injury. The date the event occurred on is unknown. It is unknown when it was found or if there was patient involvement. There was no damage or abnormalities observed. No further information is available.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for physical evaluation. Preliminary findings reported. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals the following: there are bent pins inside video connector causing no image. Unable to duplicate the customer's report of loose scope connector. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported a visera elite video system center had a loose scope connection. There was no reported patient impact related to this event.